Manufacturer narrative:
The device history review for the reported lot was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was not returned for further evaluation.

Event description:
A user facility mandatory medwatch report was received on 17-sep-2021 stating that medication came from the pharmacy with tubing having a poor connection to the spiros device being used during the event. This caused the medication to leak out from it when hooked up to the IV pump. Vidaza leaked through the tubing site that was connected to the spiro. There were no injuries reported. No additional information is available at this time.